Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported that patient experienced angina. In (B)(6) 2018, the patient was diagnosed with unstable angina pectoris and index procedure was performed on the same day. The target lesion #1 was located in the mid left anterior descending (lad) artery with 100% stenosis and was 12mm long, with a reference vessel diameter of 2.5mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 16mm promus priemiere stents. Following this intervention, post dilatation was performed. The target lesion #2 was located in the proximal lad with 100% stenosis and was 16mm long, with a reference vessel diameter of 3.5mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50 x 20mm promus priemiere stents. Following this intervention, post dilatation was performed. Post procedural stenosis was reported as 0% for both sites. In (B)(6) 2018, the patient was discharged. In n(B)(6) 2018, 51 days post index procedure, the patient was noted with unstable angina pectoris and was medically treated. The event was considered to be recovering/resolving.